Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The caller stated that the scope was going upside down upon installation. The site attempted to resolve the issue by replacing the scope twice and continued with the procedure. No site visit was conducted.

Event description:
It was reported that an intuitive employee contacted technical support to report scope alignment issues at the site. The caller stated that the scope was going upside down upon installation. The site attempted to resolve the issue by replacing the scope twice and continued with the procedure. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was resolved during the procedure. They replaced the scopes and continued robotically. The scopes are not available for return. There was no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after replacing the endoscope. The phone support details did not reveal any issues related to the customer reported event.